Manufacturer narrative:
This report is being updated to provide investigation findings. New information is reported in h6, and h10. The device history record (DHR) for the complaint device could not be reviewed due to no lot number being provided. Alternatively, olympus reviewed the dhrs over the past year and found no abnormalities in the manufacturing process related to the reported event. Physical evaluation of the complaint device could not be performed, as the device was discarded by the customer. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: warning: ¿do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. ¿do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. ¿do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. ¿never use excessive force to operate the instrument. This could damage the instrument. Conclusion summary the definitive cause of the problem could not be identified. The device was not retuned for the investigation. No abnormalities were detected in the device history record. Therefore, the reported phenomenon could not be confirmed. Based on past cases, it is possible that the loop was half tied around the polyp and the operating pipe was deformed due to the following mechanisms. As a result, it was determined that bleeding was not stopped. 1)the phenomenon occurred either when the loop was detached from the hook with the coil sheath was retracted into the tube sheath, or the loop was over the tissue and it was positionally fixed at the distal end of the tube when the loop was detached from the hook. 2)the tube sheath was pulled toward the proximate side while the hook was extending from the distal end of the coil sheath. 3)the tube sheath had been pulled toward the proximate side, causing the tube to pull the loop. This caused the loop to retract into the coil sheath. As a result, the loop was stuck in between the hook and inside of the coil and stopped moving, and the loop was half tied around the polyp. 4)the slider was pushed and pulled forcibly while the loop was stuck, which caused deformation of the operating pipe in handle.

Manufacturer narrative:
The device reference in this report has not been returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR# (B)(4).

Event description:
It has been reported a single use ligation device was used for colonoscopy procedure, polyp removal. The user successfully removed the polyp and placed hemostatic clips to the area. The patient was discharged home. An unknown time later the patient returned to the facility with reports of ¿oozing¿ (blood) from the area the polyp was removed. It the user reports 2 caps (rod) broke off during the procedure, stating "the rod inside the handle of the device snapped while the wire was looped around the polyp area". The wire was removed by pulling and tugging on the wire. After the wire was removed, bleeding was noted. Three additional hemostatic clips were placed to stop the bleeding. Additional details have been requested regarding the patient and reported event, at this time, no additional information has been provided. This is report 2 of 2. Related report with patient identifier (B)(6).